Manufacturer narrative:
A review of the device memory confirmed the device had no resets or errors. Elective replacement time (ert) was declared on (B)(4) 2013. The device reached end of life (eol) 90 days later, on (B)(4) 2013. Engineers noted the date stamp is slightly different from the programmer reported date of (B)(4) 2013. Because the programmer uses 85 days and the device uses 90 days from ert to eol. Engineers concluded normal device operation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory noted no resets or errors had occurred. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. Battery voltage was noted to be lower than expected. Detailed analysis of the device hybrid was undertaken. Analysis was unable to definitively confirm the cause of the premature battery depletion, however longevity calculations fell below the expected normal lifetime longevity. No device characteristics were identified that would have caused or contributed to the shorter than expected longevity. Laboratory technicians noted that factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate as reported in the field allegation.

Event description:
Boston scientific received information that this pacemaker showed 1.5 years remaining for battery capacity and a magnet rate of 90 ppm, then approximately three months later was at an end of life (eol) battery status. The device was explanted and returned for analysis. No additional adverse patient effects were reported other than the early replacement.

Manufacturer narrative:
The device is currently in analysis. Upon completion from analysis, this report will be updated.